Event description:
The manufacturer received information alleging a ventilator was alarming for low expiratory pressure, low inspiratory pressure, low oxygen output and low oxygen pressure. The patient's blood oxygen saturation decreased. The patient was placed on another device without incident. No patient harm was documented. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device was alarming and the patients blood oxygen saturation decreased. The device was evaluated at the manufacturer's service center and a "service required" alarm condition related to the oxygen blending module board was observed in the device's downloaded error log. The ventilator was recalibrated to address the issue. The device had evidence of physical damage.